Event description:
The parent reported that the patient was admitted to the hospital on (B)(6) 2026 and remained for seven days, being discharged on (B)(6) 2026. The patient was hospitalized after experiencing hypoglycemia and gastrointestinal symptoms. During the medical event, the patient was wearing a pod on the abdomen for approximately 74 hours, exceeding the indicated 72-hour wear duration. This wear time was confirmed by cloud data and by the parent. The pod was worn throughout medical evaluation but was discarded by the hospital and is unavailable for return. The lowest reported blood glucose measured during the event was 2.7 mmol/l (48.6 mg/dl). The patient experienced symptoms including spitting up foam, chest pain, reduced intake, weight loss, breathing difficulty, and issues described as ¿windpipe problems.¿ the hospital diagnosis was stomach and esophageal problems. Treatment included omeprazole tablets once daily for several weeks, though dosage strength was unknown because the patient had the medication at the time of the call. The hypoglycemia was treated with lift drinks.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.